Event description:
It was reported that ¿aiming beam end firing¿ at 69,330 joules and 09:52 minutes of usage. The aim beam is on whenever the laser is in the ready state. The fiber was replaced and used to its maximum joules. The procedure was completed with a third fiber. Patient outcome ¿ok¿ reported. No injury to patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone proximal to the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild char. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).